Event description:
Facility alleges untoward patient reaction. Patient c/o low back pain and neck pain moments after initiation of treatment on a 2nd use dialyzer. Treatment stopped. Blood returned. Beneedryl given. Treatment restarted on a dry pack. Patient completed treatment without further difficulty.